Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the blue light was flashing and not charging the battery devices on the universal battery charger device. According to the reporter, the device was unplugged and turned off and on. However, the issue was not resolved. A spare device holder for the "ig" battery device was available; however the device could not charge all of the battery devices. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the blue power light started flashing while checking the charging function with battery devices. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear on components from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.